Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had issue in rxverify. A technical support specialist (tss) reviewed the cabinet settings and confirmed that the validation code requirement is configured for schedules 2 through 5. Gabapentin is configured as schedule 6 in myqlink medication quality list (mql), which is why validation is not enforced. The technical support specialist (tss) contacted the pharmacy and informed them of the current configuration. The tss advised the customer to follow up with her supervisor regarding the pharmacy's policy. The customer acknowledged and understood. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the station experienced an rx verify issue. The customer reported that when issuing gabapentin 300 mg tablets, a validation code was not required, although a validation code should have been required during issuance. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.